Manufacturer narrative:
An investigation was performed based on the complaint description and the returned kit with smart card. A review of the smart card data determined that an alarm #1: air detected warning for air in the return line occurred after 1340 ml of whole blood had been processed. Visual inspection of the returned kit showed evidence of a scuff on the return pump tubing segment. The tubing segment was pressure tested and confirmed a leak at the site of the scuff. The damage to the tubing is consistent with damage caused during installation of the pump loop tubing into the pump head. If the pump loop is forcefully rubbed against the pump head during installation of the kit, it could potentially result in scraping and/or cutting of the tubing loop as the pump head rotates. It is unlikely the return pump tubing segment was damaged prior to product release as an in-process leak test is performed on all cellex kits prior to packaging. The investigation determined that the tubing leak most likely occurred during installation of the pump loop. No manufacturing related defects were identified through this investigation. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report that they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer stated that approximately 1307 mls of whole blood was processed at the time the leak occurred. Customer stated that the patient was stable and that the treatment was aborted with no blood returned to the patient. The customer returned the kit and smartcard for investigation.